Manufacturer narrative:
(B)(4). Date sent: 8/7/2024. Additional information was requested, and the following was obtained: what type of esophageal procedure? Ivor lewis esophagogastrectomy. Where was the anastomosis performed? End-to-side esophagogastrostomy. What conduit was used for the construction? Stomach. Was a leak test performed? If so, what type and what was the result? Yes. Air insufflation (negative). Was the staple line visualized endoscopically during the initial surgical procedure? No. How many days postoperative did the leak occur? Clinically, 2-3 days. Not confirmed until 7. How was the leak identified? Endoscopy. What was observed at the site of the leak upon reoperation? Complete disruption of staple line. Healthy esophageal and gastric edges. How was the leak addressed? Taken down. What were the indications for surgery? Esophageal cancer. What surgical procedure was performed? Ivor lewis esophagogastrectomy. Did the patient receive any preoperative chemotherapy or radiation? Both. Were there any issues experienced with the device in the initial surgical procedure? None. What healthcare professional fired the device and what is his/her experience with the device? Surgeon with over (B)(4) esophagectomies experience. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? About ¾ of the way tightened down. Low-b? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No. I held before firing but did not tighten further. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Sound and check mark. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? (B)(4). Was there any difficulty removing the device? None. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Yes. Complete x2. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? I do not know for sure. There were no other technical issues and I have never seen a staple line dehisce before.

Manufacturer narrative:
(B)(4). Date sent 7/22/2024. D4 batch # unk. B3: only event year known: 2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to an esophagectomy that a few days after the procedure the patient started to experience sickness. They did an endoscopy and it showed dehiscence in the staple line. Sometimes after that it would totally dehisce. The patient is alive and no other information provided to the rep. Surgeon said the esophagus looked good during the case, device was used accordingly. No leaks found and everything seemed to be fine.